Event description:
The patient reported experiencing elevated blood glucose of 15 mmol/l (270 mg/dl) and she bolused 2 units of insulin through the infusion device. A short time later, her blood glucose measured 21 mmol/l (378 mg/dl). Her normal blood glucose level is 8.9 (160 mg/dl). She stated that she disconnected from the infusion set and insulin came out of the infusion tubing. She believes the infusion set was occluded but no error messages were displayed on the infusion device. She switched to her backup infusion device and bolused to lower her blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.